Event description:
It was reported that while attempting to de-activate the device due to hospice and family wishes, it was not possible to interrogate the device. Multiple programmers were attempted, without success. A magnet was placed over the device as a precautionary measure, and the device remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.